Event description:
Dr wrote for a certain brand of strips and another co's were dispensed. Pharmacists are having a hard time keeping up with all the new strips. Pt is a 51-yr-old female. Strips dispensed on 10/25/94. Error discovered on 10/29/94 by pt.